Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's transvenous system was explanted due to a pocket infection. Cultures were taken and antibiotics were administered. A leadless implantable pulse generator (ipg) was implanted. No further patient complications have been reported as a result of this event.